Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Review of the device image indicated high current drain. The device was tested on the bench and high current drain was noted. The root cause of the high current drain was an anomalous component on the hybrid.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory notifier. Upon interrogation, the device was found to be at premature eri. It was also noted that one month prior the longevity was eight months to eri and several months earlier the device had multiple years to eri. The device was explanted and replaced.